Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Con products: 5076-45, implantable pacing lead, (B)(6) 2002; v268, implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).

Event description:
It was reported that pauses were discovered during use of a holter. The right ventricular lead was explanted. No patient complications have been reported as a result of this event.